Event description:
It was reported that the drain broke off in the patient during removal following hip replacement surgery. Patient was returned to surgery for removal of indwelling drain portion. Additional event information has been requested but has not been received.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual inspection revealed that the drain was in two pieces and remained attached to the closed wound suction evacuator. The drain was tested for break strength; however, the returned sample failed the test due to its returned condition. The broken surfaces of the drain were noted to be jagged which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. There was no evidence of any manufacturing issues that may have caused or contributed to the reported issue in the returned actual sample. A review of the device history record could not be performed without lot number information. The instructions for use states the following precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through the drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handles with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B) (4).